Event description:
It is extremely difficult to read the serial numbers on the tube sources. The only way is to hold them very close, using magnifiers. This results in radiation doses to the eye which are excessive. Since MFR is currently the sole provider of these sources, they should be compelled to make the serial numbers easily discernable like another MFR's were before they stopped making them. The us nrc requires that positive source ID be made routinely, before and after each use. Thus, personnel using the sources are routinely exposed to high dose rates. Additionally, the barely-legible serial numbers can easily be confused, and the potential for inserting a wrongly-identified source into a pt is significant. The whole problem can easily be avoided by marking the sources with larger ID numbers.